Event description:
A customer reported to beckman coulter that bath on the coulter act diff hematology analyzer had overflowed approximately 20 ml clear liquid onto the counter. The customer stated that hemoglobin voltage failure was observed while running a control. The operators were wearing gloves and lab coats when they followed the lab procedure to clean up the spills. There was no exposure to mucous membranes or open wounds, and no one sought medical attention. Msds was not reviewed but the customer has an exposure control or risk management plan in place. Patient results were not affected by this event. Blood, controls, diluent, and cleaning agent may have leaked from the baths. The field service engineer (fse) replaced tubing at valves lv13 and lv14, which resolved the bath drain issue.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).